Manufacturer narrative:
It was discovered on november 30, 2015 that the device manufacturer date was omitted from the initial MDR MFR report # 1049092-2015-00643 submitted on november 05, 2015. Sample was received 11/20/2015, investigation in progress. No further information was available at the time of the report. Should additional information become available, a follow-up report will be submitted. (B)(4).

Manufacturer narrative:
Based on the available information, this event is deemed a reportable malfunction. No further information was available at the time of the report. Should additional information become available, a follow-up report will be submitted. (B)(4).

Event description:
It was reported the nurse found the fecal management system irrigation port had detached from the tubing and was loose in the box upon receipt. The device was not used on a patient.

Manufacturer narrative:
Unused sample was returned for evaluation. The retention samples were also examined and the appearance of the balloon, catheter body, and valve function were normal with no broken tube or separation at the joint noted. A destructive tensile strength test was conducted for adhesion of the tube and 4-pc cannula set. The samples were tested one at a time with the tube on the up jig and the 4-pc cannula set on the down jig and pulled apart at 300 mm/minute until they separated. The tensile force for each was over 1.51 kg (minimum requirement is 1.02 kg) measured on the inflation port and 1.52 kg tensile force measured on the irrigation port. The returned unit was also examined under magnification and the attached irrigation port was subjected to the tensile strength test, which it passed with force of 1.98 kg measured. Visually, the failed port tube was reported to look similar to a tube fractured under the tensile strength test, indicating it may have undergone external force which caused the failure. The root cause of the disconnected inflation port could not be determined. No previous investigations are available. After review of the returned product and detailed batch review, no discrepancies (other than the reported detached inflation port) were found. Product monitoring reviews will monitor for product trends if this issue were to reoccur. No further actions are required, and the complaint will be closed. (B)(4).